Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level at the time of the hospitalization was 380 mg/dl. The customer was treated with intravenous drip and manual injections. The customer had chest pain, rapid heart rate and was throwing up and blood pressure was low. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the esc and act button due to due to flattened dome switches . No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device was unable to uploaded using carelink due to multiple a47 alarms in the alarm history screen. A47 alarm due to corrupted history file. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).